Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's daughter on a social media post that after an unknown period of time following the implant of this transcatheter bioprosthetic valve, a second valve was implanted for an unspecified reason. No additional adverse patient effects were reported.